Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the top battery, mechanism rail. And pcb. As a result, download data was not retrievable. Inspection of the fluid path identified an internal tear on the soft cannula, causing an internal leak that resulted in the observed corrosion. The internally damaged soft cannula is confirmed as the cause of the not sure delivering complaint. As the timing and cause of the cannula could not be conclusively determined, the tear can not be conclusively determined as the root cause of the reported leaking during wear. The external portion of the soft cannula could not be isolated during fluid path testing due to the presence of the internal leak.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod for longer than 48 hours.